Event description:
It was reported that the insulin pump alarmed motor error during the rewind. Customer's blood glucose was 236 mg/dl. No further information reported.

Manufacturer narrative:
Motor error alarm during the occlusion test and unable to prime during prime/a33 test due to faulty fsr (gold). Motor passed motor test. The device was received with cracked display window corner, battery tube threads, broken reservoir tube lip, scratched lcd window and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.